Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the ventilator at the third party service center, a "ventilator inoperative" alarm condition was observed and the device failed a test step during testing. The device's software was reloaded to address the issues.